Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio 2 meter was reading inaccurately high compared to another meter (ultra easy). The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged product issue began on approximately (B)(6) 2015. The patient stated that on an unspecified time prior to the alleged inaccuracy he was experiencing symptoms of dizzy vertigo, unsteady and nearly in a coma he then tested and obtained an alleged inaccurate high blood glucose result of 125mg/dl on the subject meter compared to 92mg/dl on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan's criteria for accuracy. The patient reported that he self-treated with food ate sweets. The patient stated he manages his diabetes with insulin (self-adjuster). During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient used the correct testing steps and used an approved sample site to obtain the blood samples. The test strips were stored correctly and within their expiry date, additionally the test vial was neither broken nor cracked. Csr confirmed that the patient did not have any control solution. Replacement products were sent to the patient. Based on the information provided; this complaint is being reported based on the following conclusions: although the patient had stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged inaccurately high subject meter results did not affect treatment options prior to the onset of these symptoms.